Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the orange +5v wire was open inside the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.